Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one-piece measuring 86.1cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead implant procedure on (B)(6) 2021. The patient's left ventricular veins were too fine and the physician was unable to position the left ventricular lead after multiple attempts. The physician was unable to implant another lead and the procedure was aborted. The patient was in stable condition.